Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer treated high blood glucose by discontinue use of insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering because active insulin was not went down. The customer stated that the drive support cap was appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump passed self test, displacement test and high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test.